Manufacturer narrative:
Initial and final MDR (B)(4). MDR device 5 of 5.

Event description:
It was reported to medtronic legal that the customer experienced retainer ring damage and that caused the customer to suffer personal injuries. Medtronic legal received information from the attorney of the family on november 04, 2024. The customer was hospitalized for 2 days. The event involved product(s) mmt-1780kpk, mmt-332a, unomedical, mmt-1780kl. Troubleshooting was not performed. The reporter alleged that the use of one or more medtronic minimed 600 series insulin pumps with a damaged, missing, or broken retainer ring caused the claimant to suffer personal injuries. The allegation did not specify the pump identifier (serial number) and therefore all 600 series insulin pumps in possession of the claimant, including this pump, were considered potentially within the scope of the report pending confirmation of the affected serial number(s). When and if the affected serial number was identified, all related reports will be updated accordingly. It was unknown whether the auto mode feature was on at the time of incident. It was unknown whether the customer had been using insulin pump within 48 hours of reported event. No product return is required for mmt-1780kpk. No product return is required for mmt-332a. No product return is required for unomedical. No product return is required for mmt-1780kl.